Event description:
It was reported that there was oversensing of noise episode stored by the subcutaneous implantable cardioverter defibrillator (s-ICD) noted in the remote home monitoring system. The myopotential noise was reproducible during maneuvers. No oversensing was observed during the follow-up. Lower r-wave amplitude was also observed. The sensing vector was changed from secondary to primary due to having a better noise rejection. A couple years later two additional untreated episodes were stored due to non-physiological noise. Technical services (ts) was consulted and discussed troubleshooting options. The patient was brought in for testing. The high amplitude noise was reproducible touching and moving the device. Testing showed good sensing in the secondary vector. It was noted that the secondary vector never showed high amplitude noise but only myopotential noise, which was correctly recognized during the previous follow-up. The physician decided to set the device in secondary vector two times gain in order to better manage the myopotential noise. There is concern over the electrode integrity causing the noise. The patient will be followed via the remote home monitoring system and a revision procedure will be scheduled in the future. At this time the s-ICD and electrode remains in service. A revision procedure was performed where both the s-ICD and electrode were explanted. No additional adverse effects were reported. It was noted that both the products remain in hospital possession and will be returned when released. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. It was noted that the product remains in the possession of the hospital. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of noise episode stored by the subcutaneous implantable cardioverter defibrillator (s-ICD) noted in the remote home monitoring system. The myopotential noise was reproducible during maneuvers. No oversensing was observed during the follow-up. Lower r-wave amplitude was also observed. The sensing vector was changed from secondary to primary due to having a better noise rejection. A couple years later two additional untreated episodes were stored due to non-physiological noise. Technical services (ts) was consulted and discussed troubleshooting options. The patient was brought in for testing. The high amplitude noise was reproducible touching and moving the device. Testing showed good sensing in the secondary vector. It was noted that the secondary vector never showed high amplitude noise but only myopotential noise, which was correctly recognized during the previous follow-up. The physician decided to set the device in secondary vector two times gain in order to better manage the myopotential noise. There is concern over the electrode integrity causing the noise. The patient will be followed via the remote home monitoring system and a revision procedure will be scheduled in the future. At this time the s-ICD and electrode remains in service.